Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a torn off serial label. The display was dim and pink. There was no sound cracked piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and pink. This report is made based on results of investigation completed on (B)(4) 2014.